Manufacturer narrative:
Per the clinic, the patient experienced an acute purulent otitis media with a subtotal eardrum defect approximately 2 months prior to device explantation on (B)(6) 2025. During an ear cleaning procedure (specific date not reported), the surgeon observed a change in the electrode position intralymphatically, in which the electrode array was not in the cochlea indicating electrode migration has occurred.

Event description:
Per the clinic, the patient experienced non-auditory sensations and poor device performance from activation. The patient also experienced loss of hearing sensation since 2017 (specific date not reported) due to electrode migration. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.